Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 211 mg/dl at the time of the incident. The customer dropped insulin pump in toilet and the insulin pump had water and it stopped working. It was also reported that insulin pump had constant tone occurring. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. Device received with moisture damage on electronics and motor assembly noted.